Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx). A 2.25x26 non-bsc stent was unable to cross the lesion due to resistance. It was noted that an unspecified guiding catheter was unable to keep its engaged position. The physician crossed an unspecified wire to the left anterior descending (lad) artery and performed anchor technique in order for the non-bsc stent to cross but still failed. Since the non-bsc stent came into contact with an unspecified drug eluting stent (des) which had been deployed at the proximal end of the lcx, a non-bsc 3.0x12mm stent was deployed to the proximal site from the proximal end of lcx to the distal lcx using anchor technique at lad. Another attempt was made for the 2.25x26mm non-bsc stent to cross the lesion but still failed. A 16x2.50mm promus premier¿ stent was advanced and crossed the lesion. It was noted that the shaft of the device detached on a portion that was outside the patient. The device was removed from the patient and the procedure was completed with a 2.25x16 promus premier¿ stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. Both sections of the break were kinked at various locations. No issues were noted with the profile of the crimped stent. The distal edge of the tip was lifted. A break was present in the hypotube at 22cm distal to the strain relief. Both sections of the break were kinked at various locations. Visual examination of the bumper tip found the distal edge of the tip was lifted. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx). A 2.25x26 non-bsc stent was unable to cross the lesion due to resistance. It was noted that an unspecified guiding catheter was unable to keep its engaged position. The physician crossed an unspecified wire to the left anterior descending (lad) artery and performed anchor technique in order for the non-bsc stent to cross but still failed. Since the non-bsc stent came into contact with an unspecified drug eluting stent (des) which had been deployed at the proximal end of the lcx, a non-bsc 3.0x12mm stent was deployed to the proximal site from the proximal end of lcx to the distal lcx using anchor technique at lad. Another attempt was made for the 2.25x26mm non-bsc stent to cross the lesion but still failed. A 16x2.50mm promus premier¿ stent was advanced and crossed the lesion. It was noted that the shaft of the device detached on a portion that was outside the patient. The device was removed from the patient and the procedure was completed with a 2.25x16 promus premier¿ stent. No patient complications were reported and the patient¿s status was good.